Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced 3 occlusion events with an infusion set and was alerted by alarm 2 followed by alarm 26. The blockage was found to be located at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.